Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on stored episodes. The lead is currently programmed at the most sensitive. The lead remains in use. No patient complications have been reported as a result of this event.